Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient had severe abdominal pains that required surgery. A hole in the abdominal wall was found but there were no particularities found in the report of the peg j placement. On 09-may-2018 information received: there was no perforation. There was a lot of space between the gastric wall and the stomach (the peg was not pulled tight enough). They did not replaced the peg, but have stitched the stomach to the gastric wall.